Event description:
Healthcare professional reported capsular contracture (baker grade unknown). The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-16320. All information has been consolidated into this report. Initial record aware date 18-aug-2022. Device photo analysis: visual analysis of the photographs identified: device patch with lot number 2643119. Capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported left capsular contracture baker grade iii. The device has been explanted and replaced.